Event description:
Reportedly, during the f/u dated (B)(6) 2013, it was impossible to interrogate the ICD involved in this MDR report. The device was then explanted and will be returned for analysis. During the explantation procedure, the tests performed with a pace system analyzer on the lead showed ventricular oversensing.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.